Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance values of greater than 2000 ohms on the left ventricular (lv) channel. During the implant procedure, the physician had difficulty unscrewing the proximal set screw. A piece of the wrench broke off in the header. This small piece was removed with forceps, and the lv lead was then inserted into the device. It was noted, however, that the proximal pin was not connecting properly, and impedance measurements of greater than 2000 ohms were observed. The physician elected to replace this crt-d with a new device, and all measurements were then taken and found to be within range. There were no adverse patient effects reported.

Event description:
A caregiver (cg) contacted global technical services regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) unit during drain 1 of 5. The technical service representative (tsr) assisted the cg with troubleshooting. The cg stated that there was air throughout the patient line. The tsr advised the cg to end therapy and start over with new supplies. The cg confirmed to start over with new supplies and to call back if the patient line did not fully prime. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm during use was not confirmed as a sample or batch details were not available. No root cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance spoke with the caregiver (cg) via phone call. No further detail was available. All product was discarded. The cg reported no further incidents of this issue.